Event description:
Pca pump reads: check handset. The pump was changed out, but kept alarming: check handset. The handset was changed, then the new pump and handset worked without problem. There was no patient harm. Biomed is working with the manufacturer on this and other IV pump issues.